Manufacturer narrative:
The reported complaint of "the quattro catheter (lot # 147075) leak" was confirmed during the functional testing of the returned catheter. A water emission/leak was observed from the proximal infusion lumen opening during lumen crosstalk test. The probable root cause is weakened wall between the lumens, which survived pressure testing during manufacturing but resulted in a leak during the use. Upon visual inspection, no physical damage to the catheter was observed. Noticed suture thread on the suture tab and syringe attached to the in luer. Also, observed dried blood residue on the catheter balloons, medial, and distal luer tubings. During functional testing, all infusion ports and extension tubes were flushed without resistance. The catheter was connected to the pressurized inflation device and upon pressurizing the catheter, no leak was observed from the catheter balloons. However, a water emission/leak was observed from the proximal infusion lumen opening during lumen crosstalk test; thus, confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint, and there was no previous history of complaint reported for quattro catheter with lot number 147075.

Event description:
A patient was admitted for ivtm therapy after cardiac arrest. A quattro catheter (lot # 147075) was inserted into the patient's left femoral vein with no unusual resistance noted. Re-warming the patient started when the patient's body temperature was at 33 °c, and the target temperature was set at 36.5 °c. Thirty (30) hours after the initiation of the re-warming phase, when the patient's body temperature was at 36.2 °c, the thermogard xp ivtm system generated an "air trap" alarm for low saline. The user noticed that the 500 ml saline bag was empty. There were no traces of fluid observed on the patient's bed, floor, or the console. The dwell time of the catheter was about 48 hours when the issue was noted. Catheter leak and infusion of 250 milliliters of saline into the patient's body were suspected. No device malfunction was reported on the thermogard console. Catheter replacement was discussed; however, it is unknown whether the catheter was replaced. No consequences or impact to the patient.